Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure after the rv lead had been placed, the physician stated the rv lead was hit with the access needle approximately two times. The physician questioned the integrity of the lead and requested a new lead. The new lead was used to complete the procedure. No patient complications have been reported as a result of this event.